Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker grade ii/iii" and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Gel bleed: not observe. Crease folding of implant: not observe. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Wrinkling: not observe. Breastfeeding difficulties: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "encapsulated fluid accumulation"; "sweating of the implant"; capsular contracture, baker grade ii/iii.

Event description:
Patient reported right side "capsular fibrosis, sweating of the implant, encapsulated fluid accumulation, implant has a fold". Healthcare professional reported "capsular contracture (fibrosis), baker grade unknown, wrinkling, inability to breastfeed after pregnancy." Healthcare professional later confirmed capsular contracture baker grade ii-iii. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Gel bleed: no observed gel bleed on the device. Crease/folding of implant: no observed creases on the device. Wrinkling: no observed wrinkling on the device. Breastfeeding difficulties: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "capsular fibrosis, sweating of the implant, encapsulated fluid accumulation, implant has a fold". Healthcare professional reported "capsular contracture (fibrosis), baker grade unknown, wrinkling, inability to breastfeed after pregnancy." Healthcare professional later confirmed capsular contracture baker grade ii-iii. The device has been explanted and replaced with a non-allergan product.